Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated in the mount. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor filament remained in their skin. On (B)(6) 2020, the customer's wife attempted to remove the filament from his arm and developed symptoms of swelling, brushing, and blood at the sensor site. Hcp contact was made, however, it is unknown what if any, treatment was provided. There was no report of death or permanent injury associated with this event.